Event description:
The customer reported being hospitalized due to high blood glucose of 700mg/dl. The customer was experiencing unexplained high glucose for the past several days. The customer's most recent glucose reading was 132mg/dl, and she has treated with manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and passed. Found that the customer was able to pinch an inch of tissue. The customer stated that she uses the same site areas for several years and has not been examined for scar tissue. The customer called back perform the high pressure test and passed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.